Manufacturer narrative:
Additional information received (B)(4) 2010: "no complications after the procedure. Patient was released on (B)(6) 2010 day after procedure but came to emergency room the following day (B)(6) 2010 complaining of a headache. Patient was released and is doing fine as of today." Investigation is currently being conducted; a follow up report will be submitted upon completion.

Event description:
Rep stated "went retro grade with the blazer made some burns and then decided they weren't getting close enough so they wanted to try something else and the catheter became caught around the aorta valve, the catheter was stuck at 180 angle. They were unable to manipulate the catheter at all so they had to cut the handle off and continued to counter clock wise torque the catheter back and forth which gave the tip enough room to deflect, and they were able to use a competitor sheath to remove the catheter. The patient is fine. Additional information received (B)(4) 2010: "no complications after the procedure. Patient was released on (B)(6) 2010 day after procedure but came to emergency room the following day (B)(6) 2010 complaining of a headache. Patient was released and is doing fine as of today."

Manufacturer narrative:
We were unable to confirm the issue of the physician's inability to manipulate the catheter because the only part returned was the distal section of the catheter (separated from the catheter handle). Per the event description, "the catheter became caught in the aortic valve and the device was stuck at a180deg angle." In the effort of remove the device during the procedure, the catheter body became severely twisted. During the as received visual inspection, the distal tubing shaft was bent and twisted in the neutral position. The distal tubing was twisted in seven rotations. In addition, the handle was cut and was not returned with the remaining of the product. A functional check of the catheter curve could not be performed by the returns lab due to the complete catheter not being returned. Only the catheter distal shaft was returned, without the catheter handle. Blazer direction for use states the following within the "precautions" section: the blazer ii catheter is highly torqueable. Avoid overtorquing. Over-rotating the handle and catheter shaft may cause damage to the distal tip or catheter assembly. Do not rotate the handle and catheter shaft more than 1-1/2 full rotations (540 degrees). If the desired catheter tip position is not achieved, adjust the catheters curve to disengage the catheter tip from the heart wall, before resuming rotation of the handle and catheter shaft. Careful catheter manipulation must be performed in order to avoid cardiac damage, perforation, or tamponade. Catheter advancement should be done under fluoroscopic guidance. Do not use excessive force to advance or withdraw the catheter when resistance is encountered. The device was returned with only the distal section; the catheter handle, which includes the steering mechanism, was not returned. The distal tubing shaft being cut from the catheter handle occurred during removal of the catheter.

Event description:
Rep stated "went retro grade with the blazer made some burns and then decided they weren't getting close enough so they wanted to try something else and the catheter became caught around the aorta valve the catheter was stuck at 180 angle. They were unable to manipulate the catheter at all so they had to cut the handle off and continued to counter clock wise torque the catheter back and forth which gave the tip enough room to deflect and they were able to use a competitor sheath to remove the catheter. The patient is fine." Additional information received (B)(4) 2010. "No complications after the procedure. Patient was released on (B)(6) 2010 day after procedure but came to emergency room the following day saturday (B)(6) 2010 complaining of a headache. Patient was released and is doing fine as of today."